Event description:
A customer reported that the plastic housing of the usb port on their device was broken, resulting in the pump not starting. After attempting to charge the pump using different cables for over two hours, it remained unresponsive. There was no reported impact on the customer¿s blood glucose level. Technical support processed the return of the defective pump and arranged for a replacement pump to be provided to the customer.